Event description:
It was reported the patient presented after initial implant. During interrogation, it was discovered the atrial lead exhibited a low p-wave amplitude sensing and a failure to capture. Chest x-ray confirmed the atrial lead had dislodged. The atrial lead was successfully repositioned on (B)(6) 2022. The patient was in stable condition before, during, and after the procedure.